Event description:
During removal of monitoring catheter, catheter snapped, 10-11cm length retained. Patient taken to or for removal of subdural drain. Surgery without complicationsdevice labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure, inherent risk of procedure. Conclusion: no failure detected and product within specification, user error contributed to event, none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. Invalid data - on device destroyed/disposed of status.